Event description:
A patient in another country had his/her blood glucose tested at the hospital using a contour ts meter and an optium meter. The patient had been fasting for 10 hours. The contour ts read 177 mg/dl, while the other meter read 77 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meters are to be returned for evaluation. Replacement products were sent to the customer.